Event description:
The customer reported that the surgeon tried to disengage the device from tissue after an audible beep sounded but the jaws would not open. The doctor was able to ligate tissue and remove the device.

Manufacturer narrative:
(B)(4). The product sample was not returned to the quality assurance laboratory for analysis. W/o the sample, a detailed investigation could not be performed. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications.